Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was loading a cartridge onto the pump. There was no impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.